Event description:
It was reported that a fractured drill bit was retained in the acetabulum, found upon x-ray review. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ south africa h6: proposed component code: mechanical (g04)- drill the customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided. Review identified the following: fractured drill bit fragment within the right acetabulum. A definitive root cause cannot be determined. This complaint was confirmed based on the mmi report confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a fractured drill bit was retained in the acetabulum found upon x-ray review. The retained broken drill bit was in situ at revision and buried in the back of the acetabulum. Surgeon decided it was too risky to remove. Attempts have been made and no further information has been provided.